Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that unspecified fluids was infusing at an unspecified rate when the patient moved his arm causing the tubing to break ant an undisclosed location "above the tubing"